Event description:
We received notice of this event from a medwatch report mailed to us by FDA from the customer. Pt had knee brace placed post operatively. The night of the surgery, he was at home. The brace broke, and he fell causing him to strike his head on te bathtub and hurting his ankle. Following an x-ray, he was diagnosed with a sprained ankle, and is receiving pain medication. The control on the side of the brace does not lock in place, as it should.

Manufacturer narrative:
Based on the info, we cannot specify which product was involved as the product stated by the report does not offer the feature a control lock. After many attempts to receive the product back for eval, I am submitting the report with the info provided by the initial FDA medwatch report filed.